Event description:
It was reported by the customer site that the elite iq device double pulsed unintentionally. The user was first notified with two faults relaying low energy, followed by a double pulse. Field service engineer (fse) arrived at the site and was not able to duplicate the double pulsing issue. Energy was verified to be working within specification. No patient injury was reported. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.